Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 6 for the same event: it was reported from (B)(6) that during a humeral diaphyseal fracture surgical procedure while "applying multiloc long by using collibri ii", it was discovered that the small battery drive device "drill" did not have enough power to drill the distal screw. According to the reporter, the drill bit device was not functioning properly even though the surgeon was not reaming the medullary cavity as yet. The reporter stated that, the surgeon then replaced both the battery device and the drill bit device. However, the drill device stopped functioning before the drilling of the first hole could be completed. The reporter confirmed that the battery device was fully charged with the charger device until the green light came on. The reporter indicated that the surgeon eventually drilled the hole by hand to insert only one distal screw and completed the surgery successfully. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was inadvertently missed on the previous report. It has been updated as mar 31, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that no fault could be found with the device. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the manufacturing location was documented as unknown in the initial report. It has been updated as (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated as may 28, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..